Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump indicated a data log corruption. In addition, it was reported that the customer's blood glucose (bg) was "low". Customer alleged that the settings need to be adjusted. Customer consumed carbohydrates to address the low bg. Lastly, it was reported that the battery depletes faster than expected and subsequently the pump shut down. Reportedly, the customer continued using the pump for insulin therapy.